Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the assembly suture returned is broken, missing an implant and the returned implant is broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force during tensioning and/or improper bone prep.

Event description:
On 12/9/20222, it was reported by a arthrex employee via email that an ar-4501 meniscal cinch ii first anchor pulled out of implantation site when surgeon was tensioning. Another ar-4501 meniscal cinch ii is used to complete the case. This was discovered during a meniscal procedure on (B)(6) 2022. Additional information received on 12/12/2022: before using the new ar-4501 meniscal cinch ii to complete the case, all was removed from inside the patient.